Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged breathing difficulty /short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to CPAP device's sound abatement foam.the patient alleged breathing difficulty /short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Investigation observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, blower grommets, rear panel o-ring, p4 power connector. Liquid ingress with mineral deposits were observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. Investigation confirmed that there was no presence of degraded sound abatement foam but observed dust/dirt contamination in the airpath. Section d8, d9, h2, h3 and h6 has been updated.